Event description:
It was reported that during sterile processing, it was observed that the attachment device was broken into two pieces. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was separation between the tube and cone. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning which was misuse, abuse and or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.